Event description:
It has been reported that the system freezes as booting and shutting down of the system takes long time. No harm to the patient has been reported to philips. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the booting and shut down is taking long system will freeze no service has been performed by philips. Multiple attempts were made to obtain the device evaluation, repair, and operational status. Customer refused to provide the information. The reported issue cannot be confirmed. The codes were updated based on the investigation outcome.